Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 08-feb-2018 and installed at the customer's site on 13-sep-2018. A review of historical product complaints shows that the same malfunction of shutter failure has not led to serious injury in the past two years. By design, the shutter position sensors are checked in standby and ready modes before the foots-witch switch is depressed. If both sensors are blocked or unblocked, the error will appear and the laser will disable lasing until the error is corrected. A distributor's service engineer visited the site four (4) days after the reported event and examined the laser system. Upon troubleshooting, the engineer found solenoid shutter assembly to have a screw broken. The engineer replaced the solenoid and after reconfirming its operation, the engineer returned the system to the facility in a working order. A review of system risk files (1003623_g) revealed risk #2.4.8; hw failure which has the potential to lead to prolonged procedure or ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk likelihood has been characterized and documented as acceptable within full risk assessment. The subject device user manual (um-20006520en_rev d) under "warnings and precautions", instructs the physicians that highly vascularized anatomical structures should be approached with caution. Electrocautery and/or suture (ligature) should be easily accessible in the event that a bleeding vessel is larger than possible to control with the laser system. In addition, lumenis clinical investigation concluded that the bleeding was not due to a malfunction of the system. In this case, the physician was following the IFU and used a bipolar resection to stop the bleeding which is a normal part of the enucleation procedure. The patient was awakened from anesthesia & the procedure was subsequently cancelled. Although there was no report of injury associated with this event and no medical intervention was reportedly required to preclude serious injury. Lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event. According to lumenis technical professional the shutter failure is a known issue. No need to return the shutter for further analysis. Unrelated to this event; as part of lumenis' commitment to continuous improvement, improved screws were released through eco ca- (B)(4), the failed shutter was manufactured prior to the release of the eco . Therefore, no additional corrective or preventive action is determined necessary. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A foreign user facility reported that after about 10 min of from the start of a laser-free enucleation procedure the system displayed error 205 - shutter error. Unable to complete the procedure, the patient was awakened from general anesthesia and the case needed to be rescheduled. As part of the enucleation procedure there was a bleeding that needed to be controlled by the use of alternate method. No report of patient complications, was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.